Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported no additional diagnostics or troubleshooting has been performed. No actions or interventions were taken or planned; the patient was told that she could not have an MRI scan. The patient was fine and informed about the part of the lead left implanted. A new system would not be implanted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0204239673, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. (B)(4) pertains to lead 309328 tined quad sns extended elec (0204239673) (B)(4) pertains to lead 309328 tined quad sns extended elec (0204239673) (B)(4) pertains to lead 309328 tined quad sns extended elec (0204239673). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) the lead broke during explant surgery. There were n o known environmental, external, or patient factors that contributed to the event. There was no trouble shooting done. There were no actions or interventions that were taken to resolve the issue. The issue was not resolved at the time of the report. The patient was alive with injury. The patient injury was part of the lead remaining implanted. The cause of the event was unknown. It was noted the hcp wanted to know whether the patient could get an MRI scan or not, when part of the lead remained inside the patient. It was noted that part of the lead remains in the patient. It was reported the patient needed an MRI for a possible spinal stenosis. The reason the patient had the interstim removed was to get an MRI. It was recommend for the patient not to have a MRI with part of the lead remaining in the body. It was reported that during the explant surgery, the lead broke or was broken, and the tip of the lead, contact 0 and 1, remained inside of the patient. Additional information from the rep reported they planned to talk to the clinic on (B)(6). The indication for use is unknown. It was noted the patient had a medical history of incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.